Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation it was noted that the valve was unable to be fully re-sheathed into the valve capsule of the delivery system using the re-sheath wheel. The micro-adjustment wheel was used to close the gap. The length of the membranous septum was 7mm. During the procedure the valve was re-sheathed two times. During implant, the valve was unable to re-sheath completely with the re-sheath wheel. The micro-adjustment wheel was also used to close the gap. The valve and delivery system were removed from the patient inspected. The first delivery system appeared to be kinked and the valve capsule was deformed. A new 25mm navitor vision valve and large flexnav delivery system. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Post-implant the patient went into heart block. Temporary pacing was placed. The following day the patient's rhythm returned to baseline. The patient status was stable.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system, along with the valve loaded, was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. The distal end of the inner shaft was noted to be kinked. The proximal end of the valve capsule was noted to be accordioned. These damages are consistent with damage during use. Due to the damage on the delivery system, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on 08 september 2025 a 25mm navitor vision valve was selected for implant using a large flexnav delivery system. During device preparation it was noted that the valve was unable to be fully re-sheathed into the valve capsule of the delivery system using the re-sheath wheel. The micro-adjustment wheel was used to close the gap. The length of the membranous septum was 7mm. During the procedure the valve was re-sheathed two times. During implant, the valve was unable to re-sheath completely with the re-sheath wheel. The micro-adjustment wheel was also used to close the gap. The valve and delivery system were removed from the patient inspected. The first delivery system appeared to be kinked and the valve capsule was deformed. A new 25mm navitor vision valve and large flexnav delivery system. The final implant depth was 4.5mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). Post-implant the patient went into heart block. Temporary pacing was placed. The following day the patient's rhythm returned to baseline. The patient status was stable.